Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between september 16-17, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the bag that contained the device, which suggested that the leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. The event was further described as, "very wet in the bag and on infusor including crystals". The device was filled with 4080 mg fluorouracil in 0.9% sodium chloride having a total volume of 115ml. There was no patient involvement. No additional information is available.